Manufacturer narrative:
Spatz fgia inc. Has not received the product for evaluation since it was discarded by the hospital and therefore no analysis or testing has been done and root cause could not be identified.

Event description:
On (B)(6) 2026, during the implantation of a spatz3 intragastric balloon, the device was found to be defective due to leakage (after filling to 550 ml) and escape of its contents. The balloon had to be removed with significant technical difficulty, including the inability to aspirate the fluid from inside, spontaneous leakage of fluid through the valve, and major complications requiring multiple punctures and repeated attempts to evacuate its contents. Due to these substantial technical difficulties, the patient was exposed to prolonged anesthesia and other potential risks that could have adversely affected their health condition the hospital did not retain the balloon due to their internal procedures regarding the handling of contaminated materials.